Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device detached and there was no accessory device inside the spyscope ds when it protruded. The procedure was completed with a second spyscope digital access and delivery catheter. Reportedly, there was some bleeding on the mucosa with no intervention performed as the bleeding stopped on its own. The patient's condition at the conclusion of the procedure was reported to be fine.